Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that his wife was hospitalized due to high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer was treated in the hospital. It was reported that the pump was not working. The insulin pump will not be returned for analysis.